Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that asymptomatic patient presented to an implant procedure. Physician complained of operation difficulty with the right ventricular lead. Lead was exchanged for another. Patient was stable after the event.